Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 420 mg/dl at the time of incident and the current blood glucose level was 388 mg/dl. The customer was treated with manual shots for high blood glucose level. Customer mentioned that he heard a beep last night but did not checked his pump and when he woke up his pump was turned off. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.